Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 6mm needle driver instrument was analyzed and found to have a dislodged cable crimp. The crimp is located approximately 21.60 mm from the distal tip. The broken cable that was dislodged from the crimp is found approximately 40.25 mm from the distal tip. Due to the dislodged crimp, the instrument failed manual articulation at the yaw input. The instrument failed imprecise motion due to the dislodged cable crimp. Additional observation related to the customer complaint: the instrument was found to have imprecise motion failure. The instrument was installed on an in-house system and driven. Instrument exhibited imprecise motion in the yaw direction. The grip tips moved in the direction commanded, however a lag or delay in the motion was observed due to the dislodged cable crimp. The complaint was confirmed by failure analysis. The probable root cause is attributed to the instrument experiencing more load than anticipated. The cable crimp can become dislodged due to back-driving of wrist and joggle joints with the insertion axis. Applying excessive force on the instrument shaft and/or tip during handling, insertion, usage (overloading), or removal can also cause the crimp to dislodge.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 6mm needle driver instrument was not articulating properly. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue occurred while the surgeon was operating inside the surgeon console¿s high resolution stereo viewer and attempting to manipulate instruments. Although the movement scaled appropriately and the timing was correct, the instrument did not move in the intended direction; the surgeon tried to move the wrist left, but the instrument moved circularly to the right. This problem was persistent throughout the procedure and was resolved by replacing the instrument with a new needle driver. There was no shakiness, friction, or patient injury observed. Photographic images or video recordings of the event are available for review, and the issue was noted within the first 45 minutes of the robotic start.